Event description:
According to the report given by the sales representative, the surgeon was performing a shoulder arthroscopy procedure on patient. During the procedure, the top portion of the inside sheath of a 4.0mm tomcat shaver blade broke off into the patient's shoulder. There was an alleged injury which occurred during the recovery of the sheath, when the surgeon opened the shoulder. The procedure was completed with another 4.0mm tomcat blade.

Manufacturer narrative:
Additional information will be provided once investigation is completed.